Manufacturer narrative:
Omit:a1402 - excess flow or over-infusion (1311). Additional information:imdrf annex a,g codes & manufacturer narrative. The root cause for the reported issue of an over infusion was not determined. The reported issue that there was an over infusion could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the device alarmed air-in-line and the medication bottle was found empty prior to the programmed. Patient received 8.1mg above the ordered dose. There was patient involvement but no patient harm.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the device alarmed air-in-line and the medication bottle was found empty prior to the programmed. Patient received 8.1mg above the ordered dose. Customer investigated the devices and found no fault with the equipment. Technologist put the devices back in service. There was patient involvement but no patient harm. It was then reported that the customer investigated the devices and found no fault with the equipment. Their technologist put the devices back to service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device alarmed air-in-line and the medication bottle was found empty prior to the programmed. Patient received 8.1mg above the ordered dose. There was patient involvement but no patient harm.